Manufacturer narrative:
Failure event observed during analysis. Final analysis found patient notifier was not observed. The cause of the patient notifier not being observed was determined to be a motor anomaly.

Event description:
This report is to advise of an event observed during analysis.